Event description:
It was reported the video system center screen momentarily disappeared. The issue occurred during a unspecified surgery procedure that was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, this is how the event was reported as "the endoscope screen disappeared for a moment." Was caused by reset, suggesting that it may be caused by a temporary communication abnormality. Olympus will continue to monitor field performance for this device.